Event description:
It was reported that the patient had painful shocking sensations when the nurse programmed him. Abnormal impedances, greater than 4,000 ohms, were read on all electrode combinations. The patient told his nurse that he fell at the bowling alley, which could be a possible cause. He also experienced less than 50% therapy relief and the implantable neurostimulator (ins) was reported to be broken. The nurse turned the device off and the plan was to explant and possibly replace the system. The final intervention and patient outcome were not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the stimulator serial number (B)(4) found setscrew backed out too far. Analysis revealed non-significant anomalies. Analysis of the lead lot number v881399 found the lead body conductors broken at or near tines. All conductors were broken at 4.9 centimeter from the distal end. The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had a revision surgery done on (B)(6) 2014. It was noted that the lead placement looked normal. Impedance check was performed when the patient was asleep since he was unable to tolerate it while awake, all combinations were greater than 4000. The patient does not recall a fall or any traumatic event to cause lead fracture. He has a new lead and new stimulator. He had great sensation an amplitude of 1.4 volts. The patient was doing well post operative, too soon to know about symptom relief.

Event description:
The manufacturer representative spoke with the nurse and the patient was reported to be fine since turning off the device. The patient is being seen by the physician in november and revision will be considered. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v881399, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).